Manufacturer narrative:
Additional information: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Alternate telephone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a disconnection between a one-link catheter extension set and an excelsior saline syringe. It was reported the connected set was placed "down while cannulating the patient and the flush came off all by itself, on the table¿. The cause of the disconnection was unknown. It was reported the connection was very secure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.